Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the platelet count is on the lower end with a bd vacutainer® k3e 5.4mg plus blood collection tubes. This occurred on 150 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: kindly help in changing the edta vial lot number 9276395 as it is giving platelets on lower side by > 50%. We have already ruled out our technical error by consulting our service engineer and qcs are being passed daily. Change of lot showed improvement, hence forth help to resolve the issue.

Event description:
It was reported that the platelet count is on the lower end with a bd vacutainer® k3e 5.4mg plus blood collection tubes. This occurred on 150 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: kindly help in changing the edta vial lot number 9276395 as it is giving platelets on lower side by > 50% . We have already ruled out our technical error by consulting our service engineer and qcs are being passed daily. Change of lot showed improvement, hence forth help to resolve the issue.

Manufacturer narrative:
H6: investigation summary bd did not receive photos or samples for the investigation. Retention samples were analyzed and found to be within specification. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. This complaint is unconfirmed with respect to erroneous results. A complaint history review indicated this is the 1st complaint received for the reported defect on this lot number. A discard tube must be used when using a winged blood collection set for venipuncture (to fill the blood collection set tubing¿s ¿dead space¿ with blood.) It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. The most common cause is improper mixing. A review of specimen handling parameters should be done for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.